Event description:
It was reported to tyco healthcare / kendall on october 27, 2005 that a customer had a problem with a foley catheter. According to the customer, "a foley was placed in the morning prior to surgery. The foley bag was emptied that afternoon. At that time, the foley started to drain frank blood. The md was notified and examined patient, stat labs were drawn, and IV bolus administered, and catheter irrigated. The foley was removed and new one placed. It was noted that the foley removed had a large hole in it. The catheter had dislodged into the patient's vagina and was draining lochia."